Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) communicated with customer and found that the geometry problem it is not moving. Rse advised to restart the system and the problem get resolved. But issue reoccurred in someday, so fse visited onsite and confirm that its amc ecat drive dpph01 problem. Fse replaced the amc ecat drive. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the geometry is not moving, and the system needs several restarts to recover. After recovery the system works without a problem for the whole day and if restarted no problems are registered. Philips has started an investigation of the complaint. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.